Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d6a, d6b h6: photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the distal inlay of the tibial nail advanced ø10 l 300 was observed shifted downwards and slightly misaligned of the holes of the distal nail. The distal tip of the inlay protrudes from the distal tip of the implant. However, the inlay still into the device and the reported condition of fell apart cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed misaligned condition of the tibial nail advanced ø10 l 300 would contributed to device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code:04.043.220s. Lot no:6428p88. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 30-jun-2023. Manufacturing site: jabil bettlach. Expiry date:01-jun-2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that. A. How long has the implant been in the patient? Approx. 20 minutes. B. Has there been a removal/ revision surgery? Yes. C. What was the reason for removal/ revision surgery? The measuring of the nail length was wrong (change to another nail length). D. Was other medical intervention required? No.

Event description:
It was reported that patient underwent implantation of a tibial nail advanced (tna) on (B)(6) 2024. The measuring of the nail length was wrong, so they changed to another nail length. While removing the first nail, the plastic part (inlay) was loosening. Procedure was completed successfully with no delay. This report is for a tibial nail-advanced / 10mm 300mm / sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.